Event description:
It was reported that the patient underwent surgical procedures on (B)(6)2005 and mesh and (ams) subfascial hammock were implanted. It was not stated which product was implanted during which surgery. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation concurrently with cystostomy repair; due to urinary incontinence. It is reported that the patient underwent surgery on (B)(6) 2005 and was implanted with the monarch sling. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005. (B)(4).